Event description:
The customer reported running high of 273mg/dl, which was not normal. The caller stated that when she pulled the infusion set, the cannula was crooked, but she was unsure if the device alerted her when the insulin was not delivered. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Reviewed the alarm history and found multiple no delivery and low reservoir alarms. Advised the customer to call back when the tubing clamp arrives. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.